Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the syringe pump alarmed with a "malfunction" and shutoff an epinephrine infusion. The patient's blood pressure (bp) dropped to 50/30 and a new medication order for epinephrine boluses was received. The patient's bp stabilized. No patient harm was reported.